Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This rv lead was then repositioned. In addition, an additional slack was added to the leads. Additional information was received indicating that the suspected cause of the high threshold was the tension on the rv lead. This rv lead remains in service. No additional adverse patient effects were reported.